Manufacturer narrative:
Sc1-cap locked in place properly during testing. All buttons were tested while navigating the menus and all were responsive. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self-test and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any relevant alarms that may have occurred in the past or around the time of the customer¿s call. However, no alarms were noted in adapt to confirm the reason codes. No alarms were noted during testing. Alarms during self-test functioned as expected. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. No damages on the keypad assembly were noted. All connectors were plugged in properly and no moisture damage was noted during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations for prime/fill anomaly were not confirmed when unit tested successfully and no unexpected alarms were noted. Additionally, customer's alleged keypad anomaly was not confirmed when all buttons were responsive and no damages on the keypad assembly were noted. Allegations of alarm anomaly were not confirmed when unit alarms functioned as expected. Overall, unit tested successfully and working properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue during priming process, buttons stopped working and no alarms. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040b. Troubleshooting was performed. Customer reported being unable to exit load reservoir process. Attempted to complete again but pump could not complete the load reservoir process. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040b.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.